Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into on (B)(6) 2025. According to the patient, on (B)(6) 2025, the cgm reading was 50 mg/dl. The patient stated the cgm remained mainly at low (less than 40 mg/dl) up to 6:00 am on 10/14/2025 and then the sensor failed. At the time, the patient happened to be at the hospital and had their bg reading checked, which increased up to 380 mg/dl. The patient was experiencing dka and was treated with IV insulin. The cgm was reading 180 mg/dl and the blood glucose reading was 45 mg/dl. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. The reported glucose values fall within the d zone of the parkes error grid after treatment. No additional patient or event information is available.